Event description:
On (B)(6) 2019 an IV bag that was prepared by an i.v. Station device had a label affixed that contained incorrect content. The label for a vancomycin preparation included a bar code for oxytocin. The mislabeled preparation was identified and there are no known adverse patient effects.